Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023 during follow-up, it was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to his stomach feeling ¿inflated¿ following treatment. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain/pressure (pdrn did not mention ¿inflated¿). During assessment, it was discovered the patient¿s scrotum was significantly swollen and radiological studies diagnosed a hydrocele (confirmed solution in scrotum was dialysate). The patient¿s pd catheter (not a fresenius product) was removed (date not provided) and a tunneled hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient was transitioned to hd permanently as the hydrocele could not be repaired (rationale not provided). The patient remains hospitalized and is recovering from the events. The pdrn reported the patient¿s scrotal swelling is being treated through elevation. The hydrocele was reported as a congenital defect and was not caused by any fresenius device(s) and/or product(s). However, the pressure from ccpd therapy utilizing the liberty select cycler revealed and likely exacerbated the hydrocele.

Event description:
On 4/sep/2023 during follow-up, it was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to his stomach feeling ¿inflated¿ following treatment. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain/pressure (pdrn did not mention ¿inflated¿). During assessment, it was discovered the patient¿s scrotum was significantly swollen and radiological studies diagnosed a hydrocele (confirmed solution in scrotum was dialysate). The patient¿s pd catheter (not a fresenius product) was removed (date not provided) and a tunneled hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient was transitioned to hd permanently as the hydrocele could not be repaired (rationale not provided). The patient remains hospitalized and is recovering from the events. The pdrn reported the patient¿s scrotal swelling is being treated through elevation. The hydrocele was reported as a congenital defect and was not caused by any fresenius device(s) and/or product(s). However, the pressure from ccpd therapy utilizing the liberty select cycler revealed and likely exacerbated the hydrocele.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of a hydrocele (characterized by abdominal pain and abdominal pressure), which required hospitalization and the subsequent transition to hd for rrt. Per the pdrn, the hydrocele is a congenital defect and was not caused by any fresenius device(s) and/or product(s). However, the intraabdominal pressure created during ccpd therapy likely revealed and exacerbated the hydrocele. Scrotal edema is a common complication in patients undergoing pd therapy and can be caused by a variety of complications such as congenital abnormalities, mechanical problems, infection, and/or hernias. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a contributory role in this serious adverse event. Although there is no allegation or objective evidence a fresenius device(s) and/or product(s) malfunction occurred, the increased intrabdominal pressure created during ccpd therapy while utilizing the liberty select cycler was the probable catalyst for the discovery and exacerbation of the hydrocele.